Event description:
It was reported that this system with cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited noisy signals and high capture threshold. This crt-d device was explanted, and rv lead was surgically abandoned. A new device and rv lead was successfully implanted.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this system with cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited noisy signals and high capture threshold. This crt-d device was explanted, and rv lead was surgically abandoned. A new device and rv lead was successfully implanted. Subsequently, additional information was received indicating that there was no malfunction with the device. Noise was oversensed on the rv lead.

Event description:
It was reported that this system with cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited noisy signals and high capture threshold. This crt-d device was explanted, and rv lead was surgically abandoned. A new device and rv lead was successfully implanted. Subsequently, additional information was received indicating that there was no malfunction with the device. Noise was oversensed on the rv lead.